Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results and low quality control including sodium (na), potassium (k) and chloride (cl) on their cell 2 of au5800 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found a defective buffer valve. The fse replaced the buffer valve to resolve the issue. The fse performed ise calibration, and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).